Manufacturer narrative:
MFR 1020379-2016-00062 is associated with argus case (B)(4), polident.

Event description:
Swallowed the product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details, adverse event information was reported by consumer on (B)(6) 2016. Consumer reported her son swallowed what he thought was an alka seltzer, but it was a polident tablet that was in the water.